Event description:
Our rep is reporting that during a shoulder repair the distal end of an expressew suture passer broke off into the joint space. The fragment was retrieved and the case was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Nothing has yet been received for evalution. When the device is returned, it will be subjected to a failure analysis and the results of that evaluation will be reflected in a follow up report.